Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). MFR name: st jude medical (B)(4); no complaint was received with the return of the device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 42.0-44.1 cm from the distal tip. Internal insulation abrasions were found at 41.7-42.3 cm m and 43.1-43.9 cm from the distal tip. The etfe coating on the conductors was intact at these locations.

Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.